Manufacturer narrative:
Bd did not receive samples or photographs from the customer in support of this complaint. Therefore 2 retained shelf boxes from the inventory were visually inspected and no missing labels were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the visual check of retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® push button blood collection set had a missing label on the box. The following information was provided by the initial reporter, translated from french to english: the box containing the epicraniums does not have a label reminding the reference, lot number, expiration date,...

Event description:
It was reported that the bd vacutainer® push button blood collection set had a missing label on the box. The following information was provided by the initial reporter, translated from french to english: the box containing the epicraniums does not have a label reminding the reference, lot number, expiration date,...

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 10-may-2023. Investigation summary: bd did receive one shelf box from the customer in support of this complaint. Visual evaluation of the returned shelf box shows evidence of missing labels. 2 retained shelf boxes were visually inspected and no missing labels were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the visual check of returned sample. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that the bd vacutainer® push button blood collection set had a missing label on the box. The following information was provided by the initial reporter, translated from french to english: the box containing the epicraniums does not have a label reminding the reference, lot number, expiration date.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.